Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received calibration not accepted alert and experienced sensor glucose (sg) vs blood glucose (bg) difference. The event involved the product mmt-7040ma. Troubleshooting was performed customer experienced sensor glucose (sg) vs blood glucose (bg) difference. The insulin delivery was not suspended due to sg vs bg difference. Customer reported sensor sg value of 50 mg/dl and bg value of over 100 mg/dl (exact bg value at time of incident was unknown) customer current bg 124 mg/dl. The difference in value between sg and bg was greater than 30%. Customer did not take medication such as acetaminophen, paracetamol, or hydroxyurea (also known hydroxycarbamide). No harm requiring medical intervention was reported. It was unknown if the customer will continue or discontinue using the device. The sensor will not be returned for analysis.